Event description:
Procedure: total colectomy and j pouch. According to the reporter: stapler was placed across rectum and the staples failed to form correctly. Cartridge bent badly and couldn't be removed. Rectum transected with knife blade but staples not fired. Hand sewn anastomosis.